Manufacturer narrative:
Our quality engineer inspected the photo and 5 samples submitted for evaluation. The reported issue of packaging defective/ damaged was confirmed upon inspection of the samples. Analysis of the samples showed the top web torn on two of the five blisters. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The probable cause of the package damage is shrinkage of the bottom web material at the sealing station. This shrinkage caused the forming to become skewed and resulted in a "blister up" effect, which led to the part being positioned outside its designated pocket during the sealing process. As a result, the part rubbed against the top web, causing puncture marks on the blister's top web. Action has been taken to ensure the part remains correctly seated in its designated pocket by adding a pocket presser to the packaging process in september 2024. However, the affected lot was manufactured in april 2024, prior to the implementation of this corrective action. Current control is a visual inspection for damaged packages at the quality assurance outgoing and in-process inspections.

Event description:
It was reported that bd needle eclipse 21x1-1/2 rb tw package damaged / defective it was reported by the customer that a tear in the paper tyvek backing of a needle pouch was detected during packaging operations. Verbatim: rcc received a complaint via email. Email(s) attached. During packaging operations, one needle pouch was detected with a tear in the paper tyvek backing. The tear was miniscule and observed by the aql inspector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.